Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 25 unit bolus without user input. Customer's blood glucose (bg) was 87 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be perfomed; however, the customer did not upload.